Event description:
The customer reported that the on/off switch was stuck during receiving inspection. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. During inspection and testing, service confirmed the reported event. The switch was an old version main switch and was stuck in the on position. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of reported event could not be identified. However, it¿s likely the cause is related to the design change of the power switch. The design change was conducted to improve the tolerance of the power switch. Olympus will continue to monitor field performance for this device.